Event description:
During device replacement for normal battery depletion, a component of the device header detached when the right atrial lead was removed from the device header. The device was explanted and replaced to the resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of a-septum came off with the torque wrench was confirmed. Analysis revealed that the a-setscrew became stuck to the wrench tip due to the incorrect insertion of the torque wrench into the setscrew hex inset. The physician was forcing the wrench tip into the setscrew inset with the corners of the wrench being wedged forcefully into the setscrew inset walls which stuck the setscrew to the wrench tip. When the physician removed the torque wrench out of the device the setscrew stuck to the wrench tip was pulled out of the device with it through the septum which torn the septum out of the device along with the setscrew stuck to the wrench tip. The anomaly is related to the user/physician's incorrect use of the torque wrench.